Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured, apparently caught in an area of severe calcification. Hemostasis was ultimately achieved with manual compression. Other procedural details were requested but were not provided. There was no reported patient injury. The deployer completed "step 2" of mynx training. The suitability of the femoral vessel was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. Additionally, the vessel diameter was confirmed to be greater than or equal to 5 mm. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured, apparently caught in an area of severe calcification. Hemostasis was ultimately achieved with manual compression. Other procedural details were requested but were not provided. There was no reported patient injury. The deployer completed "step 2" of mynx training. The suitability of the femoral vessel was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. Additionally, the vessel diameter was confirmed to be greater than or equal to 5 mm. Other procedural details were requested but were not provided. The device was not returned for evaluation as initially expected. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (balloon was reportedly caught in an area of severe calcification) most likely contributed to the rupture of the balloon reported since a calcified vessel can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured, apparently caught in an area of severe calcification. Hemostasis was ultimately achieved with manual compression. Other procedural details were requested but were not provided. There was no reported patient injury. The deployer completed "step 2" of mynx training. The suitability of the femoral vessel was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. Additionally, the vessel diameter was confirmed to be greater than or equal to 5 mm. Other procedural details were requested but were not provided. The device was not returned for evaluation as initially expected.